Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it went through internal and external inspections with no cable issues to be found. Manual articulation of inputs passed. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d: primary product batch/lot number was updated to k102312010463.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during an internal service activity, the 8mm prograsp forceps instrument had a frayed cable. There were no reports of patient injury.